Event description:
It was reported that during an unknown procedure, the generator repeatedly received an unknown error code. Upon visual inspection, the 4-40 stud was loose. A second handpiece was used to finish the case with no patient consequence.

Manufacturer narrative:
Evaluation summary: the device was returned with a loose mount. It was tested on a generator and gave an error code 3. The hand piece was disassembled; a torn acoustic isolator and evidence of moisture ingress were found in the instrument. Additionally, the device was received with the coating material of the housing flaking off. An investigation has been initiated to determine the root cause of this condition. Preliminary evaluation revealed that the loose particles on the surface are aluminum oxide from the base material after it has corroded from multiple sterilizations. We have documented the circumstances as they were reported to us. In addition, complaint information is trended on a regular basis to determine if further investigation is warranted. The batch history records were reviewed with no anomalies noted during the manufacturing process.